Event description:
The crna was administering desflurane and propofol to the pt and approx a half an hour into the case, the pt began to buck and cough. The crna chose to switch to manual ventilation to administer additional anesthetic agent and noted upon depressing the bag, it became depleted and the pt did not appear to be receiving any flow. The crna depressed the flush button and filled the bag again, and upon squeezing the bag, it again became depleted. The crna switched to an alternate device, administered additional propofol, and asked for assistance. Another staff member investigated the machine and the condition remained. The crna had another machine brought in to complete the case. No pt injury. The crna reported that after the case, he and the other staff member investigated the machine further and was unable to reproduce the reported condition. It appeared possible that a leaking condition occurred during the procedure as the crna indicated a staff nurse who entered the room during the reported occurrence had commented that she smelled agent in the room.